Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 5/5/2020. Corrected information: d2, d2b.

Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information has been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent does ethicon have your permission to contact your surgeon who performed your partial nephrectomy in (B)(6) 2018? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a partial nephrectomy on an unknown date in (B)(6) 2018 and topical skin adhesive was used. Afterward, patient developed a severe allergy to an unknown substance used during surgery. Hives developed several days later and eventually spread to most of the body. Patient was treated with oral prednisone for about 6 weeks and also required xolair injections for 8-9 months to keep hives at bay. Surgeon referred patient to consult allergist. It was determined to be an allergic response to imidazolidinyl urea. Adhesive was used on patient prior knee replacement in 2013 with no problems. Additional information was requested.